Manufacturer narrative:
(B)(4). Approximate age of device- 9 months. The patient remains ongoing on vad support. No additional information was provided. A supplemental report will be submitted when the manufacturer''s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that log files were submitted for review due to increased lactate dehydrogenase (ldh) and plasma-free hemoglobin (pfh).the patient¿s ldh level peaked at 839 u/l on (B)(6) 2018. On (B)(6) 2017, the patient¿s ldh was 650 u/l and pfh was 50 mg/dl. The patient was initially started on plavix, but it was discontinued when the patient had a drop in their platelet count, hemoglobin and hematocrit. The patient¿s ldh levels normalized and no further tests were performed. The customer reported that the patient¿s lvad was functioning as intended, with no issues. The patient remains on current settings and medication regimen with no further treatment or work up unless the situation changed. Technical services reviewed the submitted log file and reported that there were no unusual events. No additional information was provided.

Manufacturer narrative:
A direct correlation between the left ventricular assist system (lvas) and the report of elevated lactate dehydrogenase (ldh) could not be determined through this evaluation. Analysis of the submitted system controller log file was unremarkable. No atypical alarms were captured and the pump remained above the low speed limit for the duration of the log file. The pump appeared to be functioning as intended. Hemolysis is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.